Manufacturer narrative:
(B)(4)5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump alarmed insulin flow blocked and experienced high blood glucose. Her blood glucose was 404 mg/dl and she declined troubleshooting for her high blood glucose. She stated that her infusion set cannula was bent the night prior, she changed it and it began to work. She said that the next morning, the morning of the call, is when the pump alarmed insulin flow blocked alarm. During troubleshooting for the insulin flow blocked alarm during basal/bolus/fill cannula, the customer found that the cannula was bent. During bent cannula troubleshooting, she said that the cannula bent after 2 hours in her body. The customer was advised to change the infusion set. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.